Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged, had decreased sensing and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage and that the helix was fully retracted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had decreased and unstable impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.